Event description:
Report received of the tubing and cartridge separating into two pieces. The customer reports that the tubing and cartridge separated into two pieces just below the cartridge. The pt receives primacor continuously at 10 ml/hour via a PICC line. The pt woke up at the pt's usual time and noticed the leak then. It is unknown how long the tubing set leaked or how much leaked. The pt changed the bag and tubing set. The pt did not develop any symptoms being off of the primacor. No report of adverse pt effect.